Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) was noticed to have a broken tip and damaged cable. The procedure was completed with no report of patient harm, adverse outcome or injury and no delays. No fragment fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the yaw pulley location. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 24-oct-2024: the cable broke whilst in the patient cavity. It did not cause any injury to the patient. Customer replaced the instrument with a backup fenestrated bipolar instrument. The issue was resolved by using an instrument release kit (irk) and removing the instrument without harm to the patient. The surgery was completed without further issues. The instrument is available for return to intuitive for evaluation.

Event description:
Refer to h11 for follow-up information.